Manufacturer narrative:
Unit alarmed a35 during rewind due to motor encoder signal out of phase.no motor error alarm noted. Unable to perform the displacement test or verify e70 alarm in alarm history screen due to a35 alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.